Manufacturer narrative:
Estimated date of event. The possible additional complaint device referenced will be captured under a separate medwatch report number. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Medwatch#: (B)(4). It was reported via a user facility medwatch that "perclose on bilateral sheat sites did not hold. Device malfunction - that is, the device did not do what it was supposed to do." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.